Event description:
It was reported that following a gall bladder drainage procedure, removal difficulties and patient complications occurred. The flexima all purpose drainage catheter was placed to drain the gall bladder. Ten days post placement the patient reported pain. The physician used contrast through the device and bile peritonitis was found. The device was cut to remove it from the patient; however, the device suture remained inside the patient. The patient underwent surgery to remove the suture and is in stable condition.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).